Event description:
It was reported that the device displayed cassette was not attached properly error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of cassette not attached properly error. No relevant 12-month service history was found. Review of event log confirmed complaint with cassette not attached error. Visual and functional testing was performed. Complaint was confirmed with 50ml cassette test and occlusion test. Found downstream occlusion (dso) seal delaminated and dso sensor defective. Replaced dso seal and dso sensor. Device passed all testing criteria post repair.